Event description:
The customer contact reported the ac power cord was burned. The pump was returned from the oncology unit with a report of the plug end of the ac power cord was burned and the ac outlet was damaged. No specific patient information, pump programming, or event details were provided. The customer contact reported that two prongs on the ac power plug were missing and the remaining holes were reportedly blackened. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is received. Investigation is not complete.